Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants can occur.¿

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date with competitor mom products. Subsequently, patient was revised on (B)(6) 2015, when the patient was also initially implanted with zimmer biomet components. During this procedure, the surgeon press fit the 56mm shell into the acetabulum and cemented the 54mm cup into this shell for the largest possible stability. The patient was again revised on (B)(6) 2015 due to cup loosening and instability from a fractured pelvis. The surgeon stated that he believes significant mom debris and metallosis from the competitor's system, in conjunction with the pelvic fracture led to the cup loosening and he did not blame zimmer biomet products for the failure. The surgeon also stated that the patient was non-compliant by walking too soon after their procedure and had poor bone quality, however there was no patient trauma reported. During the revision procedure, the surgeon attempted to bend the anterior iliac flange (2 hole) that was being implanted, and the flange fractured off right where the porous coating ends/begins. The fractured flange was discarded and not implanted in the patient. However, the max-ti cage was still implanted into the patient without any further complication.